Manufacturer narrative:
This info has been provided by stryker's legal dept. Neither the device nor additional info is available at this time.

Event description:
It was reported by the pt's rep that, "he had a trident ceramic on ceramic hip surgery in 2005." It is further alleged that "seven months following his primary surgery his hip began squeaking and popping, and he was subsequently revised five times." (This report documents the 1st revision.)